Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer used manual injection for correction. Customer reports that he has been sick and has been taking medicine (z-pack).